Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed a slight increase in pump parameters starting (B)(6) 2017 of about 0.3 watts, confirming the reported event. The pump remained within the normal operating range. A site report revealed that acoustic analysis demonstrated a significant 3rd harmonic which may be indicative of thrombosis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to external factors such as thrombus formation. Lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported that patient was seen in the outpatient clinic for a routine visit and was found with significant 3rd harmonic and increased hemolysis. The 3rd harmonic is a parameter for a pump thrombosis.  The hemolysis parameters were in the normal range with an lactase dehydrogenase (ldh) of 103 on (B)(6) 2016 but doubled on this visit with ldh 261. The patient was treated with lysis of tpa and after 10 minutes after the initial dose of 50 ml of 30 minutes, the 3rd harmonic could not be measured anymore. The next day, the patient received an additional dose of tpa of 50 ml over 12 hours and the 3rd harmonic showed absent with the other hemolysis parameters decreasing (ldh 248).